Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was exhibiting diaphragmatic oversensing resulting in pacing inhibition.